Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. Two compressed areas were observed. The first at 85.5 cm, and the second at 145.5 cm. All measurements were taken from the proximal end of the microcatheter. The concomitant 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device was found detached inside the proximal end of the microcatheter. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The complaint is confirmed based on the damaged condition of the returned microcatheter. According to risk documentation, the inability to deliver the therapeutic device or track the guidewire to desire location is a potential issue that can occur during the insertion of the microcatheter into the rhv of guiding / intermediate catheter or sheath, where the microcatheter can get damaged or kinked during use. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31309398) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendation and warning: ¿ remove catheter and inspect to verify that it is undamaged. ¿ do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31309398) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 8994887) was impeded in the introducer and could not be pushed into the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31309398). The physician retracted only the stent and replaced it with another 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 8994887), but this second stent was impeded in the microcatheter and could not pass through the microcatheter. The physician removed the stent and the microcatheter and replaced both devices to complete the procedure, which was reportedly delayed by approximately 10 minutes. There was no report of any negative patient impact. On 15-jan-2025, additional information was received. Per the information, the procedure was targeting the c7 segment of the internal carotid artery (ica). An adequate continuous flush was maintained through the microcatheter. The information indicated that when the second stent was removed from the patient, it was no longer still on the delivery wire. The replacement stent was another 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information also confirmed there was no negative patient impact, and the physician did not consider the approximately 10-minute delay in the procedure to be clinically significant.